Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-01152 and 1627487-2011-01153. The patient received his scs systems, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the patient requested the system be removed due to ineffective stimulation. It was reported that increasing the amplitude did not resolve the issue but instead gradually made the pain worse. The physician explanted the system on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.